Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport m.r.I. Isp. Postoperatively, during infusion testing, neither aspiration nor injection was possible. It was also reported that chest x-ray revealed catheter complete fracture, and the catheter was dislodged within the body and entered the heart. The interventional radiology department was contacted for removal. The patient experienced cardiac discomfort and was examined, revealing a broken catheter. The current status of the patient is unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, one electronic photo was provided and reviewed. The photo shows the catheter completely separated into two fragments with one still attached to the port body which was kept on surgical tray along with a syringe. The investigation is confirmed for the reported fracture, material separation, suction issue and difficult to flush. However, the investigation is inconclusive for the reported migration issue as the provided photo was not sufficient to confirm the reported issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport m.r.I. Isp. Postoperatively, during infusion testing, neither aspiration nor injection was possible. It was also reported that chest x-ray revealed catheter complete fracture, and the catheter was dislodged within the body and entered the heart. The interventional radiology department was contacted for removal. The patient experienced cardiac discomfort and was examined, revealing a broken catheter. The current status of the patient is unknown.